Manufacturer narrative:
The lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced in passing this lead through the cephalic vein. Once the lead was placed, the pacing impedance measurements were greater than 2,000 ohms. Noise, loss of capture, and high pacing threshold measurements were also observed. A lead fracture was suspected, due to the difficult passage; the lead was not used. No adverse patient effects were reported.